Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right femoral artery after a percutaneous coronary intervention procedure using a 6fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. A prostyle was inserted and deployed. The lever was lowered; however, there was resistance when attempting to remove the device. Multiple positions and attempts were made, eventually with a little increased force the prostyle was successfully removed. When advancing the knot, the knot locked up prematurely. The skin was pushed down, and the knot could be "snipped" and able to be removed. An 8fr sheath was placed and a non-abbott device and manual arterial compression was done to achieve hemostasis. Protamine was given to reduce the heparin. The patient was kept overnight for observation. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right femoral artery after a percutaneous coronary intervention procedure using a 6fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. A prostyle was inserted and deployed. The lever was lowered; however, there was resistance when attempting to remove the device. Multiple positions and attempts were made, eventually with a little increased force the prostyle was successfully removed. When advancing the knot, the knot locked up prematurely. The skin was pushed down, and the knot could be "snipped" and able to be removed. An 8fr sheath was placed and a non-abbott device and manual arterial compression was done to achieve hemostasis. Protamine was given to reduce the heparin. The patient was kept overnight for observation. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.